Event description:
It was reported that the lead exhibited less than 200 ohms impedance. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the reported low impedance was due to a short circuit between the lead coils caused by damaged distal insulation. The distal and proximal insulations were damaged underneath the suture sleeve due to excessive tightening of the thread onto the sleeve during implant.